Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a patient choking from dust in the dreamstation auto CPAP device. The manufacturer received information alleging the patient unpacked a brand-new CPAP and used it at night. Something like dust came out of the mask and he choked on it. The patient states there was no harm, however, the patient had a feeling of foreign matter like a gritty texture in his nose just after using the CPAP device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The mask and tube were forwarded to the service center. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a patient choking from dust in the dreamstation auto CPAP device. The manufacturer received information alleging the patient unpacked a brand-new CPAP and used it at night. Something like dust came out of the mask and he choked on it. The patient states there was no harm, however, the patient had a feeling of foreign matter like a gritty texture in his nose just after using the CPAP device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device, mask and hose were returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected. The external investigation found no evidence of dust or contamination. An internal investigation was performed on the device. The manufacturer confirmed the device, mask and hose had no anomaly. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.